Event description:
Customer indicated 2 tampons came apart as she attempted to remove the product. She was able to remove the remaining pieces herself.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.